Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. Per the reporter, the pump was malfunctioning. The patient was not getting the drug. The pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.